Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Internal control samples, both reactive and non-reactive, recovered close to their respective target values. The investigation did not identify any product-related issues. The reported number of determinations was insufficient to calculate a statistically reliable specificity, as a minimum of 1,000 determinations is recommended for such an analysis.

Event description:
The initial reporter alleged an increased number of false reactive results with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module. The customer reported five false reactive results out of 184 determinations performed with the assay between (B)(6) 2023 and (B)(6) 2023. For comparison, during the same period in the previous year, the customer laboratory performed 211 determinations with the elecsys hiv duo assay and reported two reactive results; however, it was not specified whether these were false reactive results. On (B)(6) 2023 and (B)(6) 2023, five patient samples generated reactive results with the hiv duo elecsys e2g 300 v2 assay. Upon re-testing, these samples were non-reactive when tested with the biomerieux hiv assay. Additionally, one patient sample tested non-reactive with the elecsys hiv combi pt assay on the cobas e 601 analyzer, yielding a result of 0.254 coi (non-reactive).